Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the screw boss on the left plunger case was cracked, the top case was chipped and cracked by the front right bottom corners, the battery pack was missing, and there was visible contamination. A review of the event history log identified battery communication time out and check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The root cause of the issue with battery was unable to be determined as the customer did not return the battery with the pump. The root cause for the check syringe plunger sensor was related to contaminated plunger assembly and customer damage. Installed new battery. Replaced left plunger case, right plunger case and all the plastic components inside. Power up and performed self-test process. Device software was upgraded.

Event description:
It was reported that the pump exhibited problems with the battery, plunger, and had cable issues. No patient injury or involvement was reported.